Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to aseptic loosening of the shell and two broken screws. Intra-operatively, wear was noted on the femoral head. There are no allegations against the revised liner. Patient was revised to a trident 2 shell, mdm metal liner, adm/mdm poly insert, and a biolox head with sleeve.